Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. Additionally, it was reported that the customer was not able to load a cartridge. Customer's continuous glucose monitor read "high," however, specific blood glucose value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.